Manufacturer narrative:
Device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the device was inflated past the rated burst pressure (rbp) of 20atms.(B)(4).

Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture and detachment occurred. The target lesion was an arteriovenous fistula graft. Access was gained to the graft and the physician used this 7.0 x 200, 135cm mustang balloon catheter to dilate. An initial inflation was made to 30atms. Then the balloon was moved distally and a second inflation was performed to 30atms when the balloon ruptured. While removing the device from the patient, the distal portion of the balloon material detached inside the patient at the graft. An attempt to snare the material was made unsuccessfully. Another manufacturer's covered stent was deployed over the balloon material securing it against the fistula graft. The procedure was concluded at this point. No further patient complications were reported and the patient status is fine.